Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci radical prostatectomy for prostate cancer on (B)(6) 2007. Intuitive surgical was provided with the operative report. Subsequent medical reports are also submitted. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication on (B)(6) 2007 the patient presented with symptoms of bladder spasms and bloody urine. He was found to have extraperitoneal urine extravasation at the anastomosis. Prolonged catheter drainage was recommended. He developed a urinary tract infection and was treated with levaquin. Serum creatinine was found to be elevating. On (B)(6) 2007 the patient presented with fever and chills and was found to have another urinary tract infection with bacteremia. He also developed palpitations and supraventricular tachycardia due to medication withdrawal. On (B)(6) 2007 the patient underwent CT guided drainage of a pelvic fluid collection with old blood obtained. On (B)(6) 2007 the patient underwent an operative cystogram with foley catheter exchange. A hole was made with the catheter at the site of the anastomosis. The catheter was exchanged and a blood transfusion was ordered. A hole was noted near the trigone of the bladder but catheter drainage was continued. On (B)(6) 2007 the patient was discharged no other information has been provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced post-operative complications after undergoing a da vinci surgical procedure. Although no apparent robotic malfunction occurred, the patient developed a bladder leak at the anastomosis site. Then as a further complication, a foley catheter had been passed through the bladder at the site of the anastomosis. This is a recognized complication of prostatectomy and is typically corrected with catheter drainage. The patient recovered well and was discharged.